Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received an unspecified low sensor scan result and caregiver thought customer was having a stroke. Customer was brought to the ICU and received insulin for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event. The reported readings of 590 mg/gl on the hcp device compared to a sensor scan result of 114 m/dl, when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant.